Event description:
The customer stated that their insulin pump kept shutting off so the customer removed the battery for approximately five minutes, and after reinserting a new battery, they received the battery out limit alarm. The customer stated that the device kept rebooting. The customer's blood glucose was 232 mg/dl. The customer was advised the device will need to be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Unable to verify unexpected restart alarm or battery out limit due to button and keypad anomaly. No blank display or no numbers counting and rebooting anomaly noted. Insulin pump received with cracked display window corner, reservoir tube, reservoir tube lip, belt clip slot, minor scratches on display window and moisture damage found on the electronics and motor. (B)(4)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.